Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned components was inconclusive; determination was made that some damage to the product was made during shipping.

Event description:
It was reported that pt underwent total hip arthroplasty on or around 2005. Acetabular component loosened and shifted. Revision procedure to replace components was performed in 2006.